Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use the needle hub detached from the cannula.

Event description:
It was reported that during use the needle hub detached from the cannula.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided three photos of the product lid stock, batch, and an introducer separated at the hub. A device history record review was performed and no relevant findings were identified. The report of introducer needle separation was confirmed by customer supplied photos. However, a full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.